Event description:
On (B)(6) 2013 - primary surgery. On (B)(6) 2014 - all implants removed and put cement spacer because of staphylococcus epidermidis, neoplasie, highly ossification. On (B)(6) 2015 - new devices implanted.